Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for normal follow-up. An overestimate of the remaining battery longevity was observed due to inclusion of the duration of the mid-life plateau. No intervention was reported. Patient will continue to be monitored and will return for follow-up in three months.